Event description:
It was reported that a patient underwent a gynecological procedure for rectocele and uterine prolapse on (B)(6) 2005 and mesh was used. The patient experienced pain, tissue abrasion, erosion, additional revisionary procedures, multiple vaginal relaxation incisions for management of stricture at the vaginal orifice, and dyspareunia on (B)(6) 2008. On (B)(6) 2009, the patient underwent an in-office procedure to trim approximately one to three millimeters of exposed mesh that had eroded through the vaginal wall near the vaginal introitus. On (B)(6) 2011, the patient underwent an additional revision of the mesh. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00435. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with transvaginal hysterectomy, posterior repair with intravaginal truncal vagotomy colpopexy, and anterior repair, due to uterine prolapse, and rectocele. It was reported that the patient underwent mesh revision in 2007, 2008 and on (B)(6) 2011 due to mesh exposure. The patient experienced pain, tissue abrasion, erosion, additional revisionary procedures, multiple vaginal relaxation incisions for management of stricture at the vaginal orifice, and dyspareunia on (B)(6) 2008. It was reported that the patient underwent revision of graft, hymenotomy, and revision of vaginal scar on (B)(6) 2008 due to erosion of vaginal graft, hymenal stricture, vaginal scar contracture, and dyspareunia. On (B)(6) 2009, the patient underwent an in-office procedure to trim approximately one to three millimeters of exposed mesh that had eroded through the vaginal wall near the vaginal introitus.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that following insertion the patient experienced pelvic discomfort, abdominal hernia, erosion of the mesh, adhesions, and concerns about intimate relationship with husband. It was reported that the patient underwent mesh removal on (B)(6) 2008 and (B)(6) 2009. No additional information has been provided. (B)(4).